Manufacturer narrative:
Patient identifier - there are 2 new sids (B)(6); sex -both are male. Adverse event or product problem, describe event or problem: additional patient results for falsely elevated magnesium: on (B)(6) 2016 sid (B)(6) initial = 1.5 /1.0 mg/dl; on (B)(6) 2016 sid (B)(6) = 1.5 / 0.8 mg/dl.

Event description:
The customer provided additional falsely elevated magnesium results: on (B)(6) 2016 sid (B)(6) initial = 1.5 /1.0 mg/dl; on (B)(6) 2016 sid (B)(6) = 1.5 / 0.8 mg/dl. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. Intermittent discrepant high magnesium results were generated by architect c4000, serial number (sn) (B)(4). Abbott field service and global service & support resolved the issue by performing maintenance and replacing/adjusting/cleaning numerous parts. Cuvette segments (list number (ln) 02p75-01) replaced during this troubleshooting were returned and upon examination revealed all had the same date code, (B)(4). The cuvette segments and individual cuvettes appeared clean and did not appear to be damaged. A complaint search found no other complaints for cuvette segments ln 02p75-01 or for cuvette segments with date code (B)(4). A historic review for architect c4000, sn (B)(4), revealed no systemic issues or trends related to the issue described in this complaint. A review of the architect systems operations manual addresses operational precautions and limitations as well as troubleshooting of erratic results, to include performing as needed maintenance procedures as corrective actions. Based on the investigation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated magnesium results on a patient. The results provided were: pt#2 = 4.7 / 1.8 / 6.7 / 1.8 (normal range 1.6-2.6mg/dl). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.